Event description:
Physician attempted to use injection gold probe. Placed down scope and was unable to flush catheter. Physician then attempted to use cautery device on probe, but it also failed. The instrument was removed and an new injection needle was obtained and a separate gold probe was used w/o difficulty.